Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 01-nov-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 01-nov-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 29.925. Daily total of basal insulin delivered = 13.325. Daily total of bolus insulin delivered = 16.6. On (B)(6) 2023 13:32:22.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.1. Bolus amount delivered = 3.1. On (B)(6) 2023 13:45:18.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. On (B)(6) 2023 14:43:53.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2023 16:41:16.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.3. Bolus amount delivered = 1.3. On (B)(6) 2023 17:03:55.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. On (B)(6) 2023 18:06:46.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. On (B)(6) 2023 18:58:32.000. Normal bolus delivered. Bolus programming method = bolus wi. Normal bolus amount programmed = 0.4. Bolus amount delivered = 0.4. On (B)(6) 2023 20:45:15.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2023 21:24:04.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.6. Bolus amount delivered = 1.6. On (B)(6) 2023 21:39:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.1. Bolus amount delivered = 2.1. On (B)(6) 2023 22:13:30.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. On (B)(6) 2023 22:30:43.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. In further full review of the pump history/traces on the customer event date of 02-nov-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 01-nov-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 32.425. Daily total of basal insulin delivered = 13.325. Daily total of bolus insulin delivered = 19.1. On (B)(6) 2023 00:17:46.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.9. Bolus amount delivered = 1.9. On (B)(6) 2023 12:53:32.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.9. Bolus amount delivered = 2.9. On (B)(6) 2023 13:11:55.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.9. Bolus amount delivered = 0.9. On (B)(6) 2023 13:56:27.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.3. Bolus amount delivered = 2.3. On (B)(6) 2023 14:14:20.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.6. Bolus amount delivered = 1.6. On (B)(6) 2023 18:17:55.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2023 18:34:40.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.3. Bolus amount delivered = 2.3. On (B)(6) 2023 18:46:17.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6) 2023 19:35:11.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. On (B)(6) 2023 20:13:24.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6) 2023 22:45:13.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.5. Bolus amount delivered = 2.5. On (B)(6) 2023 23:04:02.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.6. Bolus amount delivered = 0.6. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date of 01-nov-2023 and customer event date of 02-nov-2023 in the formatted history file.  The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 480 mg/dl and was treated with manual injections and hospitalization. Customer's blood glucose value at the time of call was 147 mg/dl. Customer experienced nausea, vomiting, abdominal pain, unwell symptoms due to high blood glucose. In addition to that customer reported pump was not delivering correction bolus, possible under delivery of pump which led to cause high blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.